Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the eccentric, de novo lesion was located in the mid right coronary artery (rca), which was mildly tortuous, mildly calcified, and 90% stenosed. The lesion was pre-dilated with a non abbott balloon catheter. The vision 3.0 x 28 stent was advanced to the lesion and upon inflation to deploy the stent, the stent delivery system (sds) balloon ruptured at 10 atm after 15 seconds. The sds was removed from the patient's body and a non abbott dilatation balloon catheter was used to post dilate the stent. The stent was successfully deployed and the procedure was completed. Reportedly, there were no patient effects. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: balloon material ruptures can be affected by numerous factors, including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. Based on the information provided, the lesion was mildly tortuous, mildly calcified and 90% stenosed, which may have contributed to the experienced rupture. In this case, an interaction with other devices and/or the tortuous and calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation at 10 atm which is below the rated burst pressure (rbp) of 16 atm. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the device lot history records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.